Event description:
The patient came in reporting knee infection. At 7 years and 2 months post primary the surgeon revised the insert and removed the patient`s patella implant. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 december 2025: gmk-sphere 02.12.0510fr gmk-sphere tibial insert - flex s5r - 10 mm (k121416) lot 176185: (B)(4) items manufactured and released on 05-jan-2018. Expiration date: 2022-dec-11. No anomalies found related to the problem. To date, 70 items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.0036rp resurfacing patella size 4 (k113571) lot 180316: (B)(4) items manufactured and released on 08-may-2018. Expiration date: 2023-apr-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.